Manufacturer narrative:
This is the final report.

Event description:
The patient's parent reported the child's performance decreased over time. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled at the time of this report. The health care professional has been informed that the explanted device should be returned to cochlear corporation.